Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a post operative wound infection. The surgeon did an irrigation and drainage (I&d) of wound and prophylactic all swapped head and liner.